Event description:
Inbound. All of a sudden with res vol 63 ml, started alarming no disposable. Not solved by troubleshooting 50 switched this veletri #2 prefilled cadd cassette to backup pump and same alarm, pt reports this occurred once previously but just changed to new cassette at that time and it worked, but now that it has happened again called. Replacement medication sent. No further details provided.